Event description:
Pt was up in stirrups. Kneehigh teds and pneumatic knee high stockings. Not working. Changed pump and still not working. When pt in rr, able to change pneumatic stockings, then worked with pump.